Manufacturer narrative:
The service engineer on site analysed the logfiles, according to this the described failure was due to a faulty potentiometer. In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device was repaired by replacement of the front plate, which includes the potentiometers. The parts were not available for investigation. In december 2015 (B)(4) has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator posted a critical ventilator error message and the ventilator stopped cycling. No patient injury reported.